Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, carefusion tijuana has been listed and the carefusion tijuana FDA registration number has been used for the cfn\fei #. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from the unspecified bd maxzero¿ needleless connector while being infused via the syringe pump. The following information was provided by the initial reporter: "this connector was noted to be leaking while having medication infused via syringe pump. The connector was attached to an extension tubing."

Event description:
It was reported that medication leaked from the unspecified bd maxzero¿ needleless connector while being infused via the syringe pump. The following information was provided by the initial reporter: "this connector was noted to be leaking while having medication infused via syringe pump. The connector was attached to an extension tubing."

Manufacturer narrative:
The following fields were updated due to additional information: catalog # mz1000-07 investigation conclusion no product or photo was returned by the customer. The customer complaint of there being leakage between the maxzero connector and the extension set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.